Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that during a craniotomy, a metal fragment from the perforator detached and became embedded in patient's muscular tissue. A portion of the patient's muscle was excised, and the wound was thoroughly irrigated. Anti-inflammatory therapy was administered postoperatively for infection prophylaxis. It was further reported that the procedure was completed successfully with no clinically significant delay.